Event description:
Revision of a cormet.

Manufacturer narrative:
(B)(4) final report. Additional information, including patient medical history, a detailed patient outcome, post primary and pre revision x-rays and the explants were requested in order to progress with this investigation. Not all were provided to corin, therefore, there was limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Based on the lack of information provided for the investigation, corin now considers this case closed. However, should any new information come to light this case will be re-opened for further investigation.

Event description:
Cormet revision of the right hip on a bi-lateral patient due to pain.

Manufacturer narrative:
(B)(4) final report. Additional information, including patient medical history, a detailed patient outcome, post primary and pre revision x-rays and the explants were requested in order to progress with this investigation. Not all were provided to corin, therefore, there was limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Based on the lack of information provided for the investigation, corin now considers this case closed. However, should any new information come to light this case will be re-opened for further investigation.

Event description:
Cormet revision of the right hip on a bi-lateral patient due to pain.

Manufacturer narrative:
(B)(4). Explanted devices, pt notes, pathology reports, post primary and pre-revision x-rays and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be reviewed when appropriate device details are provided by the complainant.